Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "slightly over pumps during volume testing >21ml" was reproduced. Evaluation had the flowline run a flow test at a delivery rate of 125 ml/hr at a volume to be infused of 125 for a one hour run time. The delivered amount was 124.891 and the error percentage was at -0.0872 %. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a volume to be infused of 20. The delivered amount was 21.115 and the error percentage was 5.575 %. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the out of adjustment pressure plate travel. The m2/m3 springs, mechanism door and hooks required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump slightly over pumps during volume testing >21ml in the biomedical service department. There was no patient involvement. No additional information is available.